Manufacturer narrative:
This report is submitted september 20, 2019.

Manufacturer narrative:
This report is submitted on july 18, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on an unknown date. It is unknown if the patient was re-implanted with another device.